Manufacturer narrative:
H10/11: corrected data. B1, b2: adverse event and outcomes attributed to adverse event. H1: type of reported event. As the cause of the dissection is unknown, and device involvement can not be ruled out, this report has been changed from a reportable malfunction (olive separation) to reportable serious injury (dissection may have occurred during manipulation of catheter and/or removal of the separated olive.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of a thoracic aortic dissected aneurysm using conformable gore¿ tag¿ thoracic stent graft with active control system and non-gore stent graft (najuta). The physician was planning to implant the conformable gore¿ tag¿ thoracic stent graft with active control system distally and non-gore stent graft proximally. After the conformable gore¿ tag¿ thoracic stent graft with active control system was deployed, the physician attempted to remove the catheter, however, it seemed that the leading olive was caught on the partially uncover stent (pus) and the catheter was not able to be removed. The catheter was pushed and pulled along with rotating several times, finally the leading olive became dislodged from the catheter, and the catheter and olive could be removed.